Manufacturer narrative:
Trackwise ID : (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, a piece of the silicone jaw came loose while harvesting, they were able to retrieve with the jaws after device was unplugged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory for evaluation on 11/12/2019. An investigation was conducted on 12/02/2019. Signs of clinical use and evidence of blood and charred tissue was observed on the heater wire. The silicone insulation on the cold jaw was observed to be peeled closest to the tip of the cold jaw, exposing the metal portion of the cold jaw. The detached silicone was not returned for evaluation. The silicone insulation on the tip of the cold jaw was also observed to be peeled and cracked at the tip from the midpoint of the cold jaw to the tip. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, a piece of the silicone jaw came loose while harvesting, they were able to retrieve with the jaws after device was unplugged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.